Event description:
During a remote follow up, a false sosd alert was noted. Subsequently, it's suspected that during an unrelated procedure the device was damaged. No intervention has been performed. The patient was stable.

Event description:
Additional information was received that the device was explanted and replaced for normal eri. The patient was stable.